Event description:
Discordant urea nitrogen (bun), glucose, calcium, and vancomycin results were obtained patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were rerun on the same instrument and an alternate instrument, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist discovered that the discordant results were obtained after an aliquot drain overflow error on the instrument. The tsc specialist advised the customer to clean the aliquot drain using the aliquot drain clean out tool for dimension instruments. A siemens field service engineer was dispatched to the customer site to evaluate the aliquot probe and aliquot drain performance, all of which were performing within specifications. The cause of the discordant results was the aliquot drain overflow. The instrument is performing according to specifications. No further evaluation of this device is required.